Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. Unknown). Additional non-serious events are detailed below. Medical conditions: no hospitalization. Patient age unknown. On an unknown date, the patient had essure inserted. On an unknown date she experienced shock ("now scheduled to undergo a shock treatment procedure for assessment").on (B)(6) 2024, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal and shock to be related to essure administration. The reporter commented: batch no-unknown. Now scheduled to undergo a shock treatment procedure for assessment called electroconvulsive therapy (ect). She wanted to know if it's okay to proceed with ect while having essure. No additional information provided. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. Unkunknown). Medical conditions: no hospitalization patient age unknown. On (B)(6) 2024,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (essure removal). No causality assessment was received for essure with regard to medical device removal. The reporter commented: batch no: unknown. Now scheduled to undergo a shock treatment procedure for assessment called electroconvulsive therapy (ect). She wanted to know if it's okay to proceed with ect while having essure. No additional information provided. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal review, event "shock" was deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. Unkunknown). Medical conditions: no hospitalization. Patient age unknown. On (B)(6) 2024,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (essure removal). No causality assessment was received for essure with regard to medical device removal. The reporter commented: batch no: unknown. Now scheduled to undergo a shock treatment procedure for assessment called electroconvulsive therapy (ect). She wanted to know if it's okay to proceed with ect while having essure. No additional information provided. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-aug-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.